Event description:
It was reported that the patient experienced discomfort at the pocket site. A medical assessment regarding the nature of the issue was not available. The patient underwent a revision procedure and had the device replaced. However, the patient continues to experience discomfort and has a follow-up appointment scheduled for november.